Event description:
It was reported that pump battery was depleting faster than it used to. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no additional event details were provided, and technical support was unable to confirm battery depletion concern.